Event description:
It was reported that a crack at the junction of the haptic and the lens was found. It was described as a small tear radial towards the center of the lens on the peripheral edge, clockwise to the trailing haptic. The lens is fully inserted and daily activities are not significantly affected. A delay of 5 minutes was reported and no interventions were mentioned. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided. Explant date: n/a, lens remains implanted, therefor not explanted. Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.